Event description:
The customer contacted physio-control to report that their device had a service indicator present. There was no patient use associated with the reported event.upon evaluation of the device, physio-control observed that the customer's device would intermittently reset itself, or lock-up, upon powering on. When this condition occurs, defibrillation would not be possible.

Manufacturer narrative:
(B)(4): physio-control examined the customer's device and verified the reported issue. Physio then replaced the patient parameters (pp) pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further evaluated the removed pp pcb assembly and determined that the cause of the reported issue was an integrated circuit (ic) chip, designator u1.